Event description:
It was reported that the lead dislodged. When repositioning was attempted, a -plastic- bit was found in the helix. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the material that was found in the helix was the steroid plug. The steroid plug slipped out visibly when the helix was in the extended position. This may be due to incorrect positioning of the steroid plug inside the helix during manufacturing.